Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access set was involved in an overinfusion incident. According to the report, a staff member went into a patient¿s room to ¿total out¿ the sigma spectrum pump and found that the pump read ¿41.3cc was infused and that 179cc was left¿. The IV bag was then emptied and 67 cc was found to remain. The reporter stated that "this calculates out to 141.7cc missing from the bag". The drug being infused was fentanyl. There was no patient injury or medical intervention associated with this event. No additional information is available.